Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, undersized implant bed, inadequate bone quality/quantity, mobility. 8.0 mm with 3d planning - intraoperative choice of 9 mm length, an implant of 6.5 mm length was opened by mistake. Same patient as (B)(6).